Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called due to experiencing error code 242.4030 on their 8100. Customer had already replaced bezel with no change. I recommended to the customer replacing the ail. If the ail does not correct the issue next would be the logic board. I also instructed to the customer to ensure the motor gear pinion is not broken. Recommended customer send in for repair. No patient involvement. (B)(4).